Manufacturer narrative:
Patient weight - customer did not have this information. (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Device evaluation: a visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed and reported issue not confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a suction loss during laser fire occurred using the patient interface. The patient's rastering was not level and the procedure was aborted. Once the plasma subsided the visual acuity was normal again. No loss of best corrected visual acuity (bcva) was reported. Patient has not returned for treatment. No additional information was provided.